Manufacturer narrative:
Sections with additional information as of 29-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. Adverse event report is being submitted due to symptoms related to diabetes: increased thirst and increased urination. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 16-sep-2021 to ensure the customer's condition had improved - able to establish contact with the customer who stated she was still experiencing increased thirst and increased urination. No medical attention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result range is 80-120mg/dl. At the time of the call the customer reported experiencing increased thirst and increased urination; medical attention was not needed at the time. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly, lot number zy4332s, manufacturer's expiration date of 10/31/2022. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The meter memory was not reviewed for previous test result history. Customer stated that she knows that the meter is reading accurately due to what customer was advised yesterday by her pcp at a routine appointment.